Event description:
It was reported that during a follow-up, low sensing and loss of capture was observed due to suspected lead dislodgement. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.